Event description:
It was reported that the programmer displayed an error code upon power up and any time the universal serial bus (usb) was inserted in the slot in back. The programmer was returned for service. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the programmer was returned and analysis found that the programmer displayed an error code upon power up and anytime the universal serial bus (usb) was inserted in the slot in back.